Manufacturer narrative:
An inoperable ipg was reported to abbott. The system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery was used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, data logs was received. Analysis of the record shows that the system was unable to successfully establish a connection with the clinician programmer. As a result, troubleshooting was performed in which the issue was resolved. Actions have been taken to prevent reoccurrence.

Event description:
It was reported that the patient lost therapy due to ipg not communicating with external devices following an rf procedure on (B)(6) 2021. Reportedly, the ipg was set into surgery mode prior to the procedure. A manufacturer representative was able to resolve the issue through troubleshooting. It was noted that the patient¿s programs were wiped off and had to be restored